Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that while using bd nano¿ 2nd gen pen needles medication was unable to be injected. This occurred on 10 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that the consumer had 10 pen needles that were plugged up during the injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd nano¿ 2nd gen pen needles medication was unable to be injected. This occurred on 10 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that the consumer had 10 pen needles that were plugged up during the injection.